Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip, cracked battery threads, missing end cap sticker and bleeding display glass.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was not reported. He/she was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.